Event description:
The multiclix plunger is difficult to prime and the needle did not totally retract after firing so she had to push the needle back into the device. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.